Event description:
It was reported by service report that the receptacle where the power cord plugs into the bed was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power cord receptacle.